Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that when he got up, his blood glucose (bg) just read high (>500mg/dl). He went back to bed and waited until breakfast time, when he still read high. He entered a bg of 347mg/dl and then the amount he was going to eat so he could get some insulin in his body and hopefully bring down his bg. In the afternoon, his bg was still high, so he called his doctor who said he should go to the ER (emergency room). He said he went to the ER, waited 4 hours, and then they finally took him into the hospital. His blood glucose reached up to 600mg/dl. The hospital told him the omnipod equipment does not work and diagnosed him with high sugar. They treated him with an insulin drip, watched him, and took his sugar every 60 minutes. He said he was only on the insulin and his normal prescriptions. He stayed in the hospital for 3 days. Patient said the hospital sent him home with prescriptions and gave him paperwork for the needles he is using now instead of the pod system. The pod had been worn longer than 48 hours on the arm.